Manufacturer narrative:
Related component: 72404155, 593372002, reservoir 65 ml pc/iz.

Event description:
It was reported that inflatable penile prosthesis (ipp) cylinder eroded laterally, the pump migrated trough the carton layers and was skin visible. Patient experienced pain. All components were explanted and no new device was implanted.